Event description:
A us distributor returned a battery pack indicating that it was non-functional.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is still underway. The reported problem (non-functional) has been confirmed. As rec'd the battery was non-functional in a monitor and charger. Upon eval, the battery had a low output voltage of 4.52v. A root cause investigation is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) was completed. The cause for the battery failure was isolated to a depleted battery tri-cell. The root cause for the defective battery cell could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.